Event description:
The customer reported that while moving the tabletop towards the bore, in a small movement, e-stop opened. A philips field service engineer (fse) confirmed that there was no rescan or harm to the patient, operator or bystander. The fse reported that the operator was moving the patient into the scan plane, using the 'in' button on the gantry control panel. When the button was released, the table kept moving in and the operator hit e-stop to stop the movement.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer, advanced medical imaging center - (B)(6), reported that during a patient procedure, while moving the tabletop towards the bore in a small movement, e-stop opened. The operator was moving the patient into the scan plane, using the ¿in¿ button on the gantry control panel. When the button was released, the table kept moving in and the operator hit e-stop to stop the movement. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the site and evaluated the system. The fse confirmed that there was no rescan or harm to the patient or operator. The fse reviewed the error log and revealed no error which would seem to indicate the system was commanded to do what it did. This would seem to indicate a sticky gantry panel switch. The fse replaced the right gantry panel to resolve the issue. The replacement activity performed by the fse is documented in a service work order. The bug reps/log files were provided by fse for investigation. The logs were reviewed by the CT software engineer. The engineer determined that there are no logs from the incident mentioned on (B)(6) 2015. The root cause cannot be determined. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope. Single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion emergency stop controls enable termination of motion in hazardous condition emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited. The fse replaced the right gantry panel to resolve the issue. The fse reviewed the error log and determined that the cause of event was a sticky gantry panel switch.

Manufacturer narrative:
(B)(4).